Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to noise. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The outer coil conductor resistance measured as an electrical open - indicating a fractured or broken conductor. Visual inspection showed fractured outer coil conductors at bend of the lead body approx.160 mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue.

Event description:
It was reported that this lead was explanted due to noise. A new lead was implanted. No additional adverse patient effects were reported.